Event description:
Patient reports numerous issues with new pen needles. States they are hard to place on the pens and that the needle commonly sticks in the pen and he is unable to get it out. He has had several needle sticks while trying to remove the pen needle from the pen device. Symptoms:, injection site pain suspect drug # 1 dosing: use pen needle as needed with insulin pens.